Event description:
11 mm reprocessed non-threaded bladed trocar with shielded obturator and universal seal, 100mm long. Blade would not engage. Red window visible, yet guard would not retract to allow blade to protract.